Event description:
It was reported that air bubbles were intermittently observed within the canister. Customer performed a supply change to address the issues. There was no adverse impact to the customer¿s blood glucose level.